Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow-up visit it was noted that the threshold of the leadless implantable pulse generator (ipg) was elevated. The ipg was reprogrammed and remains in use. The patient is a participant in the (B)(6) registry ((B)(6)). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was programmed off and replaced with a new leadless implantable pulse generator (ipg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that failure to capture was noted in an isolated beat with higher output.